Event description:
According to the reporter, on (B)(6) 2017, during a vats procedure, the doctor encountered difficulty to disengage he reload from lung tissue after full firing. With force, the reload was removed from the transected tissue, however, it also tore up the stapled buttress material from the tissue as well. In order to complete the case, doctor did manual scissors cutting from the un-detached buttress material. No reported patient injury.